Event description:
Reporter states that she had the symfony intraocular lens implanted in (B)(6) 2017. Since then she had experienced visual disturbances that she describes as halos, "spiderwebs" in her vision like "looking through a kaleidoscope" in addition to eye pain. Upon explantation all symptoms have subsided. She doesn't want anyone else to go through what she has.